Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrthymia alarms/adjust belt/check belt messages) has been confirmed. Upon investigation the ECG c d cable was pulled from the strain relief, pulling the connector j704 ajar from the distribution node pca.the cause of the inability to complete testing is the damaged cable and connector. The root cause for the strained cable was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing arrhthymia alarams and check therapy pad messages and adjust belt messages.